Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic. Far r-wave oversensing was observed. Programming changes were made. No patient symptoms reported.